Event description:
The customer reported an intermittent cine disk not available error message and the loss of cine functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was replaced and the software was reloaded. The system was then found to be operating as intended.